Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of redness, irritation, itching, blisters/welts, and scabbing. The patient did seek medical attention and was prescribed medication. The patient reported following proper skin preparation instructions.